Event description:
Philips received a complaint by the customer on the v60 indicating that the liquid crystal display (lcd) was not working properly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the liquid crystal display (lcd) was not working properly. The customer had a first-generation lcd and needed to upgrade to a second-generation lcd. The remote service engineer (rse) informed the customer of the options for replacing parts or ordering the replacement user interface (ui) assembly, and the customer requested the replacement ui assembly under contract investigation is ongoing.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the liquid crystal display (lcd) was not working properly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the liquid crystal display (lcd) was not working properly. The customer had a first-generation lcd and needed to upgrade to a second-generation lcd. The remote service engineer (rse) informed the customer of the options for replacing parts or ordering the replacement user interface (ui) assembly, and the customer requested the replacement ui assembly under contract. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.